Event description:
It is reported that the surgeon was using the continuum drill guide (instrument) with the continuum flexible drill shaft (instrument) that had the appropriate 30 mm drill bit attached and attempted to drill for a screw through a hole in a cluster hole continuum shell. However, as he started to drill the hole the shaft broke into two pieces. A second continuum set was then used in order to complete the surgery.

Manufacturer narrative:
The MFR did not receive the instrument. No harm to the pt occurred, as the case deals with an instrument and as the surgery was completed with another instrument set. Should add'l info, the change this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).